Event description:
A patient treated with ovitex developed an infection. The mesh was partially debrided and a wound vac was placed. Most of the mesh had "incorporated well'. The patient was positive for finegoldia magna and mrsa and placed on antibiotics.